Event description:
During surgery for bilateral knee replacement, pt experiences a brief episode of hypoxia concurrently with the use of the orthopedic cement. Cement was noted to be "lumpy". Device would not hold pressure consistently.